Event description:
During whipple procedure the harmonic hs1000i shears were utilized, and it was observed that the shears tip was broken off and not accounted for. Per protocol an x-ray was obtained. Per physician, no foreign object was noted in the abdomen on x-ray. FDA safety report ID# (B)(4).